Event description:
A lead migration was reported. The patient had a surgical revision a few months prior to the date of this report to fix it. No specific events were reported, and it was unsure how the lead moved.

Event description:
Additional information received reported the lead revision occurred on (B)(6) 2012. No hospitalization was reported. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).